Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Manufacturer narrative:
Follow up #1 additional information: on (B)(6) 2014, the reporter responded to follow up attempts from animas to complete troubleshooting of the pump. The reporter indicated that the display screen was dim/faded/discolored and was unable to be read safely related to the issue. The reporter indicated that the issue was not resolved by resetting the contrast on the pump. This complaint was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the display screen was dim/faded/discolored. No additional information was provided. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the display was dim and discolored. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.